Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and impedance and both were reported to have been gradually increasing over the past few months. It was further reported that the lv lead exhibited loss of capture. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.